Event description:
A customer reported a malfunction on their pump, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising the customer to use multiple daily injections as backup therapy. The customer was informed that the replacement pump would have updated software, and they acknowledged needing to insert sensors at specific times. Instructions for using the storage mode and returning the malfunctioning pump via ups were provided, which the customer understood and acknowledged.